Manufacturer narrative:
The na electrode lot number was bmn34 with an expiration date of 15-dec-2025. The calibration was last performed on 05-mar-2025 and it was acceptable. The qc recovery was within the acceptable range. The alarm trace did not show any abnormality. The field service engineer found that the cause was due to a fibrin clot. He also found that the sample probe and the ise nozzle were slightly bent. He replaced the bent sample probe and replaced the reference electrode. He performed air purge, alignment, and reagent prime. Ise check, calibration, qc, and precision studies were performed and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for multiple patients' samples tested on a cobas c303 analytical unit - emc. Results for the sodium (na) test were affected. Discrepant na results for 3 patients' samples were provided. Sample 1 (patient 1): initial result: 131 mmol/l. Repeat result: 139.9 mmol/l. Sample 2 (patient 2): initial result: 130 mmol/l. Repeat result: 140 mmol/l. Sample 3 (patient 3): initial result: 132 mmol/l. Repeat result: 141.5 mmol/l. The medical personnel questioned the initial results and the samples were then repeated. The repeat results were deemed to be correct.